Manufacturer narrative:
Device evaluation currently in process.a device history record review was performed for lot 763129 and there were no non-conformances or opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product.

Manufacturer narrative:
(B)(6) 2011: device evaluation: the device balloon was visually inspected under 10x magnification and it is noted that the balloon did not burst. Colored water was introduced into the balloon lumen and visually there is delamination of the distal balloon bond. Visually there is a fluid path. Water was introduced throught the pressure and infusion lumens and the water flows from where it should. Visually there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. An accellent car for negative trend of delamination of distal balloon bond and an edwards supplier corrective action (scar) are applicable to this event. A CAPA was opened for investigation into ep balloon bond delamination and is applicable to this event.

Event description:
It was reported that the endoplege balloon ruptured as dr. (B)(6) was demoing to visitors prior to insertion, dr. (B)(6) had previously inflated the balloon with <1cc for dehairing. But with the demoing, it started leaking as he inflated. Used another endoplege for procedure, with no incident..